Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after the right ventricular lead was sutured down low impedance was noted. The lead also exhibited loss of capture and sensing and was reported to be fractured; an insulation anomaly was also noted. The lead was no longer used and replaced. No patient symptoms were reported.